Event description:
Lumenis moses 200 fiber was attached to laser machine. Md noted that it was making a vibrating sound and wasn't sounding or performing per usual. Fiber wire was changed and the issue resolved. The case continued without concern.